Event description:
It was reported that approximately 28 months after a right total knee replacement procedure, a female patient underwent a revision procedure to address a small nondisplaced distal femur fracture on the medial side. Patient claims that she fell because her knee was unstable "because of the recall". Operative findings indicated the total knee components were well-fixed, and the poly insert was removed. There were no signs of wear on the poly, and it had no noticeable oxidation or delamination. A new size 4, 12mm poly was inserted and implanted. A competitor's retrograde nail was used to repair the fracture. Patient was last known to be in stable condition following the event. Images of the liner and x-rays were received. The device is not available for evaluation due to the poly being kept after surgery concluded. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-022-47-4011 - truliant tib imp cr ins std sz 4, 11mm. (B)(6) - 02-022-45-4040 - truliant tib fit tray cem sz 4f / 4t. (B)(6) - 200-07-32 - advanced patella 32mm 3 peg implant. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00956. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected investigation clinical codes.